Manufacturer narrative:
Product ID: 3550-05, serial# unknown, product type: accessory. Product ID: neu_unknown _lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the manufacturer was inquiring about revision kits because the patient cut the trial percutaneous extension accidently. The revision would be done tomorrow and it was unknown when the patient cut the extension.

Manufacturer narrative:
.

Event description:
Additional information received reported that the patient's parent was trying to cut off the bandage during the trial and at that time they cut the extension wire coming out of the patient's back. The patient went back in and had a new extension placed and received an effective trial. It was noted that the patient went on to implant and there was nothing available to return as the extension was disposed of.